Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patients lead had high impedance on 6 of the 8 contacts. Effective therapy could not be established with reprogramming. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.